Manufacturer narrative:
It was reported that the gas line connecter on ECMO circuit was noted to be disconnected. It was reported that the patient was hypoxic and hypotensive for a period of time but recovered once connection replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Disconnection from circuit.